Event description:
It was reported that during a subclavian vena cava filter placement procedure, deployment difficulties were encountered. The lesion was located in the severely tortuous subclavian vena cava. The femoral titanium filter was advanced to the lesion. When the filter was released, " the filter leaned and the filter legs were crossed and did not expand properly." The physician manipulated the device, and the "entwined" filter legs were released. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product famly will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)